Event description:
Customer reported that the buttons on the insulin pump were not working properly and that when they did work, the numbers would continue to scroll after releasing the button. The blood glucose reading was 262 mg/dl. She stated that the numbers were scrolling while attempting to deliver a bolus. She stated that when changing the last set, that the reservoir had liquid on it. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.